Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17458744m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with a thermocool smarttouch uni-directional catheter and suffered a cardiac tamponade requiring pericardiocentesis. While ablating around the pulmonary veins, it was noticed via fluoroscopy that the lateral wall of the left atrium appeared to be less mobile than at the beginning of the procedure. During the transthoracic echocardiogram, a small effusion was confirmed. No intervention was performed at that time. At some point later in the procedure, the patient became tachycardic and hypotensive. Follow-up transthoracic echocardiogram confirmed a tamponade. A pericardiocentesis was successful and yielded an unknown amount of fluid. No further information is known regarding the patient status. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.